Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the jaws. There were no visual defects observed on the heater wire. The hot jaw silicone insulation was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the metal jaw. No other visual defects were observed in the photograph. Based on the non-return condition of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000466298 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear covering came off during the harvest. Nothing fell into the tunnel. There wasn't any patient effect. The procedure was completed by opening another device and finishing the procedure without delay or incidence. Per the photo it shows that the clear plastic is lifted.